Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018; etlw1624c124e abdominal stent graft, implanted: (B)(6) 2018; esbf2514c103e abdominal stent graft, implanted: (B)(6) 2018; etlw1620c156e abdominal stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the atrial channel of the cardiac resynchronization therapy defibrillator (crt-d). No atrial lead is present. The device remains in use. No patient complications have been reported as a result of this event.